Manufacturer narrative:
(B)(4). Further information from the reporter regarding product, and patient details has been requested. No additional information is available at this time. The events of occlusion, swelling, pain, nodes, contact dermatitis, phototoxic reaction, symmetric redness, flaking, pustules, "scrab", and oozing erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications: ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use - posology ¿ after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported patient was injected to the marionettes and nasolabial folds with juvéderm® volift¿ with lidocaine. Prior to injection patient was pretreated with anesthetic cream. Patient was also using topical lidocaine cream concomitantly. Within 24 hours patient developed symmetric redness periorally and to the nasolabial and mandibular area. Patient also developed flaking, nodes, and swelling at the injection sites and had pain when compressed. Patient had ¿slight pustules and scrab¿ on the right nasal wing. Patient was prescribed topical corticoids, noted as ¿occlusion treatment,¿ which improved symptoms. The physician notes the event was probably due to ¿contact dermatitis/phototoxic reaction with oozing erythema against the lidocaine cream.¿